Event description:
The user facility reported that the impella cp sterile sleeve was torn. The sterility was maintained by sterile tape sealed onto sterile sheath and toughy. There was no patient harm reported.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of product damage - sleeve has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Should any new investigation results be received regarding vascular damage - peripheral vessel and supplemental report will be submitted. B1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27790. B2 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27790. B5 additional information that was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27790. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-27790. G2 report source; foreign was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27790. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-27790. H6 health effect - clinical code 4582 was erroneously selected on the initial manufacturer device report number 1220648-2025-27790. New codes added to health effect - clinical code and health effect - impact code h6 component code 4723 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27790.

Event description:
Additionally, the patient was subsequently taken to the operating room to remove the impella and have vascular repair for the femoral artery for its surgical closure.